Manufacturer narrative:
Manufacturer completed the entire form. Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a f/u report detailing the results of the evaluation.

Event description:
A report was rec'd that stated that a patient rec'd insufficient local anesthesia when the suspect medical device was used. It was necessary to place the patient under general anesthesia during the procedure.